Event description:
Based on additional information received on 29-nov- 2017, the case was upgraded to serious as an additional event of device malfunction was added. (B)(4). This unsolicited case from united states was received on 29-nov-2017 from other health care professional. This case concerns a patient (age and gender unspecified) who received treatment with synvisc one and on the same day had swelling. Also device malfunction was identified for the reported lot number. No past drugs, medical history, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection (frequency, dose, indication: not reported; lot number: 7rsl021 and expiration date: 31-may-2020). On the same day, patient had swelling while medication was being injected. Action taken: unknown. Corrective treatment: not reported for swelling. Outcome: unknown for both events. (B)(4). Seriousness criteria: important medical event for device malfunction an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Additional information was received on 29-nov-2017 and 17-dec-2017 (both the information was processed together with clock start date of 29-nov-2017). The case was upgraded to serious. Additional event of device malfunction was added along with details. Global ptc number and results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 25-dec-2017: this case concerns a patient who received treatment with synvisc one injection from the recalled lot and later experienced to have injection site swelling. Based on the available information, temporal relationship can be established between the event and the suspect product. However, as the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relation of the event to the product cannot be excluded